Event description:
Pt had servere neurologic scolisis and had been parapalegic since 2 1/2 weeks old. Pt had been implanted with isola system (initial implant date unknown). Pseudoarthrosis developed and pt presented with a large benign growth originating from site of hardwar. Bereakage of hardware was also noted. Surgery was performed to remove hardware.